Event description:
Material #: 309657 batch#: 230304 it was reported that the bd luer-lok leaked. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached rcc received a complaint via email. Email(s) attached. "¿ caller reported when filling syringe with insulin and inserting syringe into cartridge. Leaking was noticed at the body of the syringe and on fill port. ¿ with how many syringes/needles did the caller experience the issue? ¿ one ¿ was the syringe/needle reused? - no ¿ product with issue - bd 3ml syringe, pn 309657 ¿ is product available for return to bd? ¿ no ¿ product lot # - 230304 ¿ did issue cause any injury? - no. ¿ how did the caller resolve the issue? ¿ changed syringe and needle and successfully filled a cartridge with insulin. Caller would like to place an order to replace cartridge/syringe. Cts to create goodwill order. Resolution ¿ no further tandem follow up is required."

Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4) correction. Following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.